Manufacturer narrative:
Corrected: d1, d4 (serial). Ppae (hematuria/major bleed) : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65 year old male patient was admitted for elective cardiac bypass surgery with support of an impella cp. When the patient returned to the intensive care unit after placement of the device, a hematoma was noted at the right groin access site and manual pressure was applied. However, soon after the pressure was released, bleeding re-started and the patient became hemodynamically unstable requiring epinephrine. The patient was immediately taken to the operation room for vascular repair. After this, the chest was opened and a graft anastomosed to the aorta and tunneled out to the left supraclavicular space for impella 5.5 placement. The patient remained unstable requiring multiple blood products. Placement of the impella 5.5 was attempted but as the patient remained highly instable, the surgeon elected to place the patient on cardiopulmonary bypass. The surgical field was cleared and a perforation of the left ventricle revealed. Following a patch repair of the left ventricle, bypass surgery was performed. The impella cp was removed and impella 5.5 inserted. The patient was weaned off of cardiopulmonary bypass and transferred to the intensive care unit. Perioperatively, hematuria was noted. The patient remained highly instable and the decision was made to leave the chest open. Due to a continued high bleeding diasthesis, the patient required multiple re-do surgeries witih chest washout and systemic anticoagulation was halted over multiple days. After five days of support, oral bleeding occurred after oral care. After an off-label prolonged duration of 20 days of support, the device was removed. The impella cp will be coded for hematoma, bleeding and ventricular perforation, leading to hemodynamic instability and multiple surgical interventions. The impella 5.5 will be coded for hematuria - although this could also be driven by the extensive surgical intervention and transfusion and continued major bleed. While bleeding was not immediately related to the device, the required systemic anticoagulation might have contributed to the extent of bleeding.